Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Surgeon removed loose restoration modular cone/plasma stem construct & loose tritanium cup. They had been identified as loose prior to surgery. Surgeon queried sepsis & said that "it wasn't the fault of the implants that they were loose".

Manufacturer narrative:
An event regarding infection involving a restoration modular distal stem was reported. The event was confirmed. Device evaluation and results: the device was not returned. A medical review was performed on post operative x rays of the first revision and the operative report describing the details of the first revision surgery. The clinician concluded " all aspects of this failure case, both the infection and the loosening aspects are procedure-related with an unknown secondary contribution of patient-related factors. This case is not device-related." All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact root cause of the event was determined to be as a result of procedure related factors from the first revision with a secondary root cause of patient related factors. It was documented in the medical review that the loosening was contributed to by the significant bone loss in the proximal femur and bone defects present near the acetabular rim that had been bone grafted. The cause of infection/sepsis queried in the complaint event description was confirmed from the medical review. The medical review "confirmed that the persistent infection caused additional bone loss in the fixation area." All medical records that were examined showed no evidence of any manufacturing related issue.

Event description:
Surgeon removed loose restoration modular cone/plasma stem construct & loose tritanium cup. They had been identified as loose prior to surgery. Surgeon queried sepsis & said that ¿it wasn¿t the fault of the implants that they were loose.¿